Manufacturer narrative:
Device passed all functional tests including displacement, and self test. No hardware low level failure alarm was noted during testing; however,hardware low level failure alarm is confirmed in the formatted history file due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio/vibrate anomaly or absence of alarms were noted during testing. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated they clear alarm and finish complete prime process. Customer was performed self test and it was ok. Troubleshooting was performed. The insulin pump will be returned for analysis.